Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient fell while at home. After the fall, the patient's battery was not charging properly. The site further reported that when the battery was tested upon the port of the controller, no power was being provided. The battery has been exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The battery was returned for evaluation. Failure analysis of the returned device revealed that the battery passed visual examination. Functional testing revealed that the battery flashed red on the battery charger due to a high max error. The max error is an indicator of how well the battery¿s relative state of charge (rsoc) is calibrated. The battery is still able to charge and provide power to a controller. Log file analysis revealed a tendency to replace the battery before it reaches 25% rsoc. A tendency to exchange batteries before reaching 25% relative state of charge (rsoc) may contribute to an out-of-calibration condition. A high max error will cause the battery to flash red when connected to a battery charger. The reported battery not charging and unable to provide power could not be confirmed. However, the high max error might be what the patient experienced during the reported event. The most likely root cause of the reported event can be attributed to a battery that is out of calibration. If information is provided in the future, a supplemental report will be issued.